Manufacturer narrative:
(B)(4). This follow-up final report is being submitted to relay additional information. Complaint summary: the complaint states: it was reported that the tip of the instrument broke off when the impactor was used to knock in the tray. After light blows to the instrument, which are necessary for the surgical step, it was visible after completion of the step that the broken tip was lying on the plateau. The surgeon removed the broken tip immediately. The patient did not come to any harm. The instrument is approx. 5 years old. Event occurred during surgery. No health consequences or impact. Visual inspection confirmed the reported event, the posterior hook which is used to hold the tibial tray during insertion and impaction, has fractured from the main body of the instrument. The instrument shows signs of wear & tear (indentations and heavy scratches) which is in line with repeated use and time in field the instrument shows signs of wear & tear which is in line with repeated use, reprocessing during its time in field (approximately 5 years). Dimensional check was not carried out as dimensional non-conformance does not have any impact on the reported event. No assembly checks were carried out as returned product was damaged. Review of material certificates confirm that the material for the instruments components were conforming to standards and specification prior to shipment to (B)(6). A review of the manufacturing history record shows that there was one recorded non-conformance during the production of the instrument as parts were not able to move freely, however the certificate of conformance confirms that the device was processed and verified in line with the specification and quality characteristics after rework activity was completed as defined by zimmer biomet. The product was most likely conforming to specification when distributed. A review of the complaint database over the last 3 years has found (B)(4) similar complaints reported with the item 32-422097 and there are (B)(4) complaints of similar issue for which hhe-2019-00134 had been raised initially to investigate the issue and determine no breach against remediated risk file however, ie-11604 was initiated to assess whether additional complaints impacted the occurrence rate in risk file. The outcome of ie-11604 states that CAPA/scar was not recommended. All occurrences are within the acceptable level determined by the latest version of the risk matrix for this device. The root cause of the reported event could not be determined. The fracture could be ascribed to expected wear and tear over time, over impaction of the instrument, over/under-tightening of the instrument against tibial trays, sub-optimal use during surgery, or a combination of all these factors. This is a known issue and health hazard evaluation hhe-2019-00134 has been raised to assess the risk of these instruments fracturing within the field. This hhe resulted in no field safety corrective action. There has been no higher severity event presented since this hhe was concluded, and the occurrence and risk remain within acceptable limits. The memorandum from the development team details possible misuse scenarios in which the posterior tab may be subjected to loading that could have caused the reported fracture. These scenarios are: 1. Use of the inserter to fully impact the device, resulting in posterior tab becoming trapped between the bone and implant... 2. Use of excessive force when tightening the thumb wheel may lead to high anterior-posterior loading on the posterior tab¿ 3. Use of the inserter to remove a partially or fully seated implant, by impacting an internal surface in a direction up and away from the patient; 180deg. Opposite to the impaction required for the insertion¿ the IFU provided with the compatible implants states: intra-operative fracture or breaking of instruments has been reported. Surgical instruments are subject to wear with normal usage. Instruments, which have experienced extensive use or excessive force, are susceptible to fracture. Surgical instruments should only be used for their intended purpose. Biomet recommends that all instruments be regularly inspected for wear and disfigurement, and prior to surgery. The surgical technique for cementless implantation advises that the device is to be impacted by the toffee mallet and that the device is to release the tibial tray before the tray is fully seated within the patient¿s bone. The reusable instrument lifespan manual instructs to look for fractures and surface damage during reprocessing. Instructions state: while loading instruments into their respective instrument cases after cleaning and prior to sterilization, reference the manual and follow the instructions below. 1. Instruments should be inspected for completeness and function. 2. Inspection includes: a. Checking instruments that form part of a larger assembly or assemble with mating components. B. Inspecting for all forms of wear outlined in this manual. 3. Results of assembly, actuation, and extent of all forms of wear should be considered in determining whether an instrument is suitable for use. 4. If the reusable instrument is determined no longer suitable for use or if the suitability for use is still in question after inspecting the instrument and referencing the reusable instrument lifespan manual, initiate the process to return the instrument(s) to the manufacturer. CAPA: no corrective or preventive action required at this time. If any further information is found which would change or alter any conclusions or information, a supplemental will be submitted accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the tip of the instrument broke off when the impactor was used to knock in the tray. After light blows to the instrument, which are necessary for the surgical step, it was visible after completion of the step that the broken tip was lying on the plateau.

Manufacturer narrative:
(B)(4). Complaint summary: as the product has not been received, the investigation was limited to the information provided; a review of device history records and complaint history. The complaint states: it was reported that the tip of the instrument broke off when the impactor was used to knock in the tray. After light blows to the instrument, which are necessary for the surgical step, it was visible after completion of the step that the broken tip was lying on the plateau. The surgeon removed the broken tip immediately. The patient did not come to any harm. The instrument is approx. 5 years old. Event occurred during surgery. No health consequences or impact. Complaint could not be confirmed as part was not returned or any photographic evidence provided. Visual inspection could not be carried out as product was not returned for evaluation. Dimensional check was not carried out as product was not returned for evaluation. No assembly checks were not carried out as product was not returned for evaluation. A review of the raw material certificates confirms that material conforms to specification. A review of the manufacturing history record shows that there were no recorded non-conformances during the production of the device and that the device was processed and verified in line with the specification and quality characteristics as defined by zimmer biomet. The IFU provided with the compatible implants states: intra-operative fracture or breaking of instruments has been reported. Surgical instruments are subject to wear with normal usage. Instruments, which have experienced extensive use or excessive force, are susceptible to fracture. Surgical instruments should only be used for their intended purpose. Biomet recommends that all instruments be regularly inspected for wear and disfigurement, and prior to surgery. The surgical technique for cementless implantation advises that the device is to be impacted by the toffee mallet and that the device is to release the tibial tray before the tray is fully seated within the patient¿s bone. The reusable instrument lifespan manual instructs to look for fractures and surface damage during reprocessing. The reusable instrument lifespan manual states: while loading instruments into their respective instrument cases after cleaning and prior to sterilization, reference the manual and follow the instructions below. 1. Instruments should be inspected for completeness and function. 2. Inspection includes: a. Checking instruments that form part of a larger assembly or assemble with mating components. B. Inspecting for all forms of wear outlined in this manual 3. Results of assembly, actuation, and extent of all forms of wear should be considered in determining whether an instrument is suitable for use. 4. If the reusable instrument is determined no longer suitable for use or if the suitability for use is still in question after inspecting the instrument and referencing the reusable instrument lifespan manual, initiate the process to return the instrument(s) to the manufacturer. Fractures may occur in the oxford cementless tibial inserter as a result of wear and/or fatigue failure under mis-use conditions. Under normal loading the inserter is not expected to be subject to loads that would cause the type of fracture seen in the complaint received. However, the information provided in the complaint does not provide enough evidence to categorically state that the force applied in this direction alone could cause the observed breakage. The root cause of the reported event could not be determined. The fracture could be ascribed to expected wear and tear over time, over impaction of the instrument, over/under-tightening of the instrument against tibial trays, sub-optimal use during surgery, or a combination of all these factors. Possible misuse scenarios in which the posterior tab may be subjected to loading that could have caused the reported fracture are as follows: 1. Use of the inserter to fully impact the device, resulting in posterior tab becoming trapped between the bone and implant¿ 2. Use of excessive force when tightening the thumb wheel may lead to high anterior-posterior loading on the posterior tab¿ 3. Use of the inserter to remove a partially or fully seated implant, by impacting an internal surface in a direction up and away from the patient; 180deg. Opposite to the impaction required for the insertion¿ a review of the complaint database showed hhe-2019-00134 has previously been raised to investigate the oxford cementless impactors¿ fracture. The event occurrence has been exceeded since the completion of the hhe, therefore, the ie-11604 has been raised to investigate breached occurrence. The hazard and reported harm are covered by the risk file and the severity and the risk scores are within acceptable limits. The overall risk is considered to be low. CAPA: no corrective or preventive action required at this time. If any further information is found which would change or alter any conclusions or information, a supplemental will be submitted accordingly. Zimmer biomet will continue to monitor for trends. H3 other text : product location unknown.

Event description:
It was reported that the tip of the instrument broke off when the impactor was used to knock in the tray. After light blows to the instrument, which are necessary for the surgical step, it was visible after completion of the step that the broken tip was lying on the plateau.

Manufacturer narrative:
(B)(4). Initial report. Report source, foreign: event occurred in (B)(6). Concomitant medical products: the product has been requested to be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the tip of the instrument broke off when the impactor was used to knock in the tray. After light blows to the instrument, which are necessary for the surgical step, it was visible after completion of the step that the broken tip was lying on the plateau.